Event description:
The birds nest device had been 1 year in dwelling in the male pt (placed (B)(6) 2013). The pt experienced a gi bleed with gi scope; which confirmed duodenum perforation. During a surgical explant of the birds nest filter, it was noted that a single strut perforated the duodenum. Multiple outside ivc. No thrombosis. Radius of cava 3.4cm just below. Update (B)(6) 2014 - pt required open surgical removal of the filter and repair of the perforation of the duodenum. The pt survived.

Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. No additional imaging was sent by the provider. Without imaging or returned product it is not possible to determine the root cause of this incident. Per quality control specification, there is verification of the gauge, length, position, and bevel type of the barbs. The product is shipped with an instructions for use (IFU), which lists the anatomical requirements, warnings and precautions, and correct deployment procedure. Perforation of vena cava wall is listed as a potential adverse event. We have notified the appropriate internal personnel and will continue to monitor for similar events. Per the conclusion of quality engineering risk assessment (qera), further risk reduction will not be initiated at this time. The clinical benefits have been deemed to outweigh the residual risk of the bird's nest filter due to the potential benefits from the user of the filter. We will continue to monitor for similar events.

Event description:
No additional information regarding patient outcome has been provided.

Manufacturer narrative:
(B)(4). Event is still under investigation.